Event description:
A report that the patient's precision system was explanted during a lead revision was received. The physician used electrocautery over the ipg site. The patient was implanted with a new ipg and is reportedly doing well after the procedure. Current labeling warns against he use of monopolar electrocautery.

Manufacturer narrative:
The explanted leads and extensions will not be returned for further evaluation.